Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "bolus screen", and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared customer had elevated blood glucose levels (250 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.